Event description:
The customer reported concerning a burning smell was coming out of the c-arm.

Manufacturer narrative:
The ge service rep inspected the 9800 system, and found the burning smell coming from the hvr pcb. Upon further investigation, he found the vertical lift assembly caused the interlock failure and the pcb listed to fail. The rep replaced the pcb's listed and the vertical life assembly. He performed a generator calibration, flashed persistant/program nodes, and reloaded all cal files.